Event description:
It was reported that the patient underwent a total hip arthroplasty approximately 7 years ago and received the m2a-magnum hip system. Subsequently, the patient alleges pain. No revision procedure has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ the following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.